Event description:
It was reported that the clinician noted the pump was not "running after being programmed at appropriate rate". It was noted the patient's port was clamped closest to the patient, however the pump did not alarm for occlusion, and the bag was still full. "Pump was on, with appropriate rate but infusion was not running, and alarm was not sounding to alert occlusion." There was patient involvement but no reported patient harm.

Manufacturer narrative:
Omit: b21 type of investigation not yet determined, c21 results pending completion of investigation, d16 conclusion not yet available, additional information : device eval by manufacturer? , imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Omit: a1801 - contamination.

Event description:
It was reported that the clinician noted the pump was not "running after being programmed at appropriate rate". It was noted the patient's port was clamped closest to the patient, however the pump did not alarm for occlusion, and the bag was still full. "Pump was on, with appropriate rate but infusion was not running, and alarm was not sounding to alert occlusion." There was patient involvement but no reported patient harm.

Manufacturer narrative:
Investigation summary: the reported complaint that the suspect pump module not alarming for occlusion was not confirmed through the review of the logs and testing. The review of the suspect pump module observed the device alarming for ¿occluded patient-side¿ on the reported date of 17 may 2024 at 11:33am when it was infusing at a rate of 270ml/hr and volume to be infused of 140ml. A review of the suspect pump module error logs showed no errors occurred on the reported date of 17 may 2024. Laboratory testing observed the suspect pump module to be operating within specification and alarming for occlusion as expected. Inspection of the returned pump module observed no anomalies related to the reported complaint. The administration set was not received for investigation; therefore, it could not be inspected or tested. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported complaint that the suspect pump module not alarming for occlusion was not determined. The review of the suspect pump module event log observed the device alarming for ¿occluded patient-side.¿ testing also determined that the suspect pump module alarming appropriately when an occlusion was detected. Note that imdrf annex a0709, a040502, c16, c0601, d0301, d01 and g0301204, g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the clinician noted the pump was not "running after being programmed at appropriate rate". It was noted the patient's port was clamped closest to the patient, however the pump did not alarm for occlusion, and the bag was still full. "Pump was on, with appropriate rate but infusion was not running, and alarm was not sounding to alert occlusion." There was patient involvement but no reported patient harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinician noted the pump was not "running after being programmed at appropriate rate". It was noted the patient's port was clamped closest to the patient, however the pump did not alarm for occlusion, and the bag was still full. "Pump was on, with appropriate rate but infusion was not running, and alarm was not sounding to alert occlusion." There was patient involvement but no reported patient harm.